Manufacturer narrative:
Concomitant medical products: product ID 8784 lot#/serial# (B)(6), (B)(6) 2024 product type catheter h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (500 mcg/ml at 120 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient started having issues with therapy. Dye study and rotor study were inconclusive. The patient would respond well to boluses but not normal basal rate. They intended to replace the catheter but noticed tissue in the pump connector so replaced both pump and catheter. It was also reported that there was more than expected in reservoir volume. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of this report and the patient' status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly.¿ analysis of the catheter found ¿no significant anomaly ¿ catheter body deformed in shape and/or abrasion ¿ did not affect infusion.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.